Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted kinked tubing at the transducer connection. The tubing was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure affecting mechanical ventilation. There was no report of patient involvement.